Manufacturer narrative:
Sections d4, h4: additional information manufacturer's investigation conclusion: although the report of a pump stop was confirmed through the analysis of the submitted log file, a specific cause for the reported pump stop events could not be conclusively determined. Based on past experience with the hmii lvas and similar reported events, the pump stops could be indicative of driveline damage. However, a full examination of the hmii lvas, serial number (B)(6), could not be conducted because the patient remains ongoing on vad support. The submitted system controller log file captured normal pump function until (B)(6)2019 at 12:21 am. At that time, the pump speed dropped below the low speed limit, resulting in a pump stop while the patient was supported by the power module. The pump resumed operation at its set speed following this pump stop event and remained above the low speed limit until (B)(6)2019 at 04:05 am. At that time, the pump speed dropped below the low speed limit, resulting in another pump stop while the patient was supported by the power module. Based on previous complaint experience, the captured pump stops appeared to be consistent with a potential driveline wire compromise. Multiple requests for additional information were sent to the account; however, no additional information was received. The patient remains ongoing on vad support. The heartmate ii lvas IFU patient care and management section outlines indications of driveline damage, as well as how to respond to such events. The heartmate ii patient handbook¿s alarms and troubleshooting section provides information on all system alarms, including low speed hazard and low flow hazard alarms, and the actions associated to resolve the alarms. A section on handling emergencies is also provided. The heartmate ii patient handbook also contains a section on caring for the driveline; however, all heartmate ii lvas drivelines have potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient has had two pump stops. The patient denies being aware of this and reports they were not aware of any alarms. On (B)(6) 2019 and (B)(6) 2019, the patient initially had low speed advisory alarms followed by pump stops and recorded speed of 0. Data was downloaded and analyzed and x-rays were requested. A no-ground patient cable was requested and the site is awaiting further action.